Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a blood transfusion flush there was a scant amount of dried blood found on the tubing and the floor, as well as, at the site of the pump door. Upon further observation, the leak appeared to occur near the safety clamp. There was no report of patient harm.